Manufacturer narrative:
The auto mode feature information on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
The customer was not sure if the auto mode was on or off at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to blood glucose and respiratory issues on (B)(6) 2019 with blood glucose of 163 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer only wanted to talk with a diabetes educator about their recently adjusted settings. The insulin pump will not be returned for analysis.